Event description:
A report was received that the patient will undergo an ipg change due to the ipg not charging and the battery depleting rapidly. A bsn representative analyzed the ipg database and confirmed premature battery depletion.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. Sleep current of the device was within the expected range and there was no sign of premature battery depletion. The ipg was charged in two cycles from its hibernation despite the active stimulation setting. The device passed all required tests. The device exhibits normal device characteristics.

Event description:
A report was received that the patient will undergo an ipg change due to the ipg not charging and the battery depleting rapidly.